Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that a cartridge did not fit onto the pump. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Battery was verified. Cartridge issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.